Event description:
It was reported that the user experienced hyperglycemia while using existing infusion tubing after having previously received the wrong infusion sets, with troubleshooting and education provided. Symptoms included elevated blood glucose with a reported maximum of 336 mg/dl and no reported acute clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, and no use of backup therapy. Investigation included customer interview and review of use conditions. Investigation of this case revealed an unclear cause of high glucose in the context of continued use of old tubing. It was concluded that the event was user-reported hyperglycemia with cause not determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.